Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "cassette not attached properly" alarm. A functional check was performed and the reported issue was unable to be duplicated. Testing was performed and the device passed all functional tests. However, the device has multiple "cassette not attached properly" messages in event history log. Therefore, it was recommend that the downstream occlusion sensor be replaced as a preventive measure.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. The product problem was observed prior to patient use.

Event description:
Information was received indicating that the cadd solis vip pump displayed a latch error when programming. There were no adverse events reported.